Event description:
It was reported via repair work order that the head end lift was functioning intermittently due to damaged lift power coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.